Event description:
It was reported that during a tka case the tibia cut model did not generate properly. Cut the femur as expected, but then moved to the cut tibia stage and the model did not display any posts or channels to cut. Tried going back to planning and moving the cut guide, but nothing changed. Tried changing the plan itself, but nothing changed. Ended up using the mechanical guides from the journey set to complete the tibial cut. The final achieved balance was still acceptable.

Manufacturer narrative:
The navio surgical system was used in treatment and case log files and screenshots were returned for evaluation. The software version was not recorded, but DHR review shows that all navio software versions released to the field have been validated. A complaint history review found similar reports and this issue will continue to be monitored. The navio surgical technique guide for use with stride unicondylar knee system was reviewed and it provides instructions on bone cutting screen overview and troubleshooting to a manual procedure if the navio system fails. Additionally, product labeling has been ruled out as a cause of the complaint. This failure is captured in the navio risk profile. The navio surgical system logs were returned for evaluation and confirmed that this was an issue where the workpiece coloring is not displayed in cut bone state. This is a known software bug. The root cause of the issue was found to be software failure.